Manufacturer narrative:
Eight (8) companion samples were returned for evaluation. A visual inspection was performed on the returned units with no issues noted. A functional leak test was performed by filling the bags with water. A leak was noted at the spike port cap on three (3) of the samples. The reported problem was confirmed on three (3) of the returned samples. The cause of the condition could not be determined. This issue is being further investigated. No issues were noted on the remaining five (5) samples. For these samples the reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight to ten exactamix 2000 ml eva tpn bags leaked from unspecified locations. This occurred before use. There was no patient involvement. No additional information is available.